Event description:
The hospital's biomed reported to philips that the patient who was on the unit complained that they were not getting enough air flow from the unit. The device was providing therapy to the patient when the reported event occurred. The patient was moved to an alternate ventilator as a result. There was no medical intervention provided during the device exchange and the patient was not harmed. The patient's demographic information could not be disclosed. The hospital's biomed evaluated the ventilator with assistance of the remote service engineer (rse). The biomed reported to have tested the unit and the air flow passed at 8.6 when set to 10. The rse advised that this is within specification and is a passing result. The biomed expressed concern that the test is barely passing and requested the flow sensor to be replaced. The rse created an order for a philips field service engineer (fse) to further evaluate the unit at the customer's site. The fse went to the customer site and evaluated the unit. The fse tested the flow at 120 and reported that the analyzer showed 118, which is within specification. There were no deficiencies or malfunctions found with the unit during evaluation. The fse determined that no parts required replacement and the device was deemed suitable to return to clinical use without requiring any repairs.